Event description:
Stopping cutting. Had to use a second kit. Need a replacement asap.

Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a 5% complaint rate; DHR review does not indicate a mfg error; two complaints from this facility; without an evaluation there is no determination of malfunction cause - refer to CAPA (B)(4) initiated october 2012 to investigate the numerous stopped working issues (2/19/2013 - report (B)(4), rev. A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage).